Event description:
The svc report shows that while performing the incoming eval on the c2801 the svc technician noticed that the volumes fluctuated more than 10% of specs (2110ml to 2080ml) and failed the leak test. The nellcor puritan-bennett svc technician replaced the cup seal to correct this issue. The unit passed extended final testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged on this report.